Manufacturer narrative:
It was reported that the ventilator alarmed for air supply pressure low and oxygen concentration high. The ventilator was investigated on site by our field service engineer (fse) and both air and the o2 gas module were replaced and sent for further investigation. The returned air gas module had succeeded all the tests. The returned o2 gas module has been tested in a ventilator it passed the pre-use check. However, during the ventilation it showed oscillation in the breathing curves with wrong o2 concentration and high pressure. Our investigation has concluded that the reported problem was due to a defective delta pressure sensor on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the delta pressure sensor failure has not been established.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for air supply pressure low and oxygen concentration high. There was no patient harm. Manufacturer ref. #: (B)(4).